Manufacturer narrative:
D9: product received date 9/24/2024. H3 one device was returned for repair with complaint of cassette not attached error. The device has no previous service history. Event log confirmed the reported complaint. Verification testing confirmed the complaint. The cassette error is caused by the latch lock sensor being faulty. Replaced the latch lock sensor and device passes all outgoing verification testing. Updated software.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement.